Event description:
Per the physician, the patient underwent two revision surgery¿s (dates not reported) due to skin overgrowth on the fixture. The fixture failed to osseointegrate and fell out. The patient was scheduled to be reimplanted on (B) (6), 2009. More information has been requested to confirm this, but was not available at the time this report was filed july 23, 2009.

Manufacturer narrative:
(B) (4).